Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that a red alert was detected by the latitude system from this cardiac resynchronization therapy defibrillator (crt-d) due to high shock and right ventricular (rv) impedance measurements and the device being programmed to a mode other than monitor + therapy. It was noted that the device had been programmed off for the patient's pending replacement procedure due to the device reaching elective replacement indicator (eri).